Event description:
Radiologists experience loss of lock, locks persisting beyond viewer close, and no lock icon present. It was discovered that when the pt folder is launched from the viewer and the display images button is pressed duplicate viewing_session entries are created. The duplicate sessions are not cleaned up when the viewer closes.

Manufacturer narrative:
The duplicate sessions are not cleaned up when the viewer closes. After a period of time the sessions are cleaned up and if the original user still has the studies open, then they no longer have locks. Also the series lockflag will disappear while the viewing session will retain the exclusive flag leaving the series locked, but with no lock icon. This could result in the same study being marked as read by multiple users with no notification to the second user that the study had already been marked as read.